Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. Around 9:00 pm, the patient felt like she was going to pass out and called emergency medical services (ems). During this time, the cgm value was 168 mg/dl. An ambulance transported her to the emergency room where she was told her blood glucose level was very low. She did not know the exact bg value. She was treated with fluids and stated that she received no additional medication in the ER. She was discharged home around 2:00 am. The patient recalled that on the day of the event she had taken two or four tylenol (500 mg tablets), and did not provide the exact time of the dose or the reason why. At the time of the report, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.